Event description:
Increase in rv lead pacing impedance was noted on remote transmission on (B)(6) 2012. Pt is pacemaker dependent and scheduled for a lead revision. However, when the pt presented he had cellulitis and had to be hospitalized for IV antibiotics.